Manufacturer narrative:
The impella device was discarded by the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a patient who was implanted with an impella 5.5 device for mechanical circulatory support experienced cerebellar infarction after explant of the device. It is unclear if it is related to impella. Regarding the blood vessel properties at the time of impella insertion, there was no calcification. It was determined that there is a high possibility that it occurred during support or removal.

Manufacturer narrative:
Manufacturer device report is a duplicate of manufacturer device report 1220648-2024-09746. The investigation results for stroke are found in manufacturer device report 1220648-2024-09746. No further information will be submitted for manufacturer device report.